Event description:
It was reported that during a coronary stent procedure of a calcified lesion, the stent dislodged and remains in the pt. The physician experienced difficulty crossing a pre dilated lesion. Resistance was encountered at the guide catheter during retraction. The physican elected to remove the entire system and the stent dislodged. The procedure was completed with another MFR's stent. Pt status is listed as "good".